Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device was used to obtain one biopsy specimen successfully from the patient's stomach. As they were attempting to obtain a second biopsy it was noted that the pull wire broke and they were unable to close the device. However, they were able to close the device and remove it from the scope with no issues. It was then confirmed with the scope that no pieces of the device remained inside the patient. The procedure was completed with another radial jaw 4 biopsy forceps. Additionally, it was reported that the device was inspected and tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken the pull wire and correspondent jaw were sent for material analysis. The analysis determined that the pullwire fracture occurred due to bending cyclic overload. Additionally, the jaw exhibited compression due to contact with another surface. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the pullwire broke and the jaws won't close. During device evaluation it was found that a pull wire was broken which would prevent the jaws from functioning properly. The most probable root cause is operational context as bending overload was applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
Correction: the radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure. Additional information: the egd (esophagogastroduodenoscopy) procedure was performed on (B)(6) 2011. Four closure attempts were made before the jaws were able to be closed and the forceps removed from the scope. Reportedly, upon removal, the pull wire was found to be broken which left one of the jaws open.

Manufacturer narrative:
(B)(4).

Event description:
The egd (esophagogastroduodenoscopy) procedure was performed on (B)(6), 2011. Four closure attempts were made before the jaws were able to be closed and the forceps removed from the scope. Reportedly, upon removal, the pull wire was found to be broken which left one of the jaws open.